Event description:
It was reported that the patient presented remotely via merlin.net. Transmission shows that the insertable cardiac monitor (icm) was incorrectly measuring the patient's false positive pause episodes due to under-sensing. The icm remained implanted. No programming changes were made. The patient was in stable condition.

Event description:
New information noted that no intervention was performed. The device will continue to be monitored remotely.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information noted that the insertable cardiac monitor under-sensing is reoccurring.